Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 01/14/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box shows unconfirmed replace battery alarms. The pump powers on with vibratory and audible sounds. The battery voltage at the time of the alarm was low. The unconfirmed alarm completely discharged the battery; the pump began to continuously reboot. No damaged observed to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump with no yellow o ring visible. The pump was exercised for 24 hours with returned battery cap with no power issues occurring. Removal of the pump cover showed no evidence of damage to the internal components or evidence of moisture.